Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the right ventricular lead exhibited noise reversions and over-sensing due to electromagnetic interference (emi). Pacing inhibition was also noted. No intervention was performed. Patient condition was stable and would continue to be monitored.